Manufacturer narrative:
Device evaluation: one cassette sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was filled with 50 ml of water and connected to the pump to look for unusual function; the sample was fully priming and connected without difficult, the pump was set to running but no alarms were activated. No fault was found. No root cause was determined as the complaint was not confirmed. No action was taken as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited continuous high pressure alarm 2 hours after the cassette was put in place and the tubing was changed. Switched to the 2nd pump and identical alarm. Change of the tubing and cassette to return to normal. No patient injury was reported.